Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications did not cross over into the renamed station, and the medications that had already been loaded were showing as pended. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that some medications were not showing as loaded after the renamed. A technical support specialist (tss) dialed into the server and confirmed the device name was updated, while the computer name remained unchanged. The tss found the last upload stuck. After confirming the station was online, the tss reviewed logs showing it required manual recovery. Once downtime was approved, the tss backed up the database and logs, applied the manual recovery fix, and verified successful uploads. The tss attempted to update the computer name but could not be due to the character limit, so the tss restored the station to carefusion application and confirmed normal operation. The tss then emailed the customer with an update and requested a new computer name within the 15 character limit. Later, the filed service technician updated the station restage and reported station issue was resolved. The system functioned as intended after the technical support specialist and filed service technician resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications did not cross over into the renamed station, and the medications that had already been loaded were showing as pended. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.